Event description:
It was reported the right atrial (ra) lead became dislodged during a device replacement procedure. The ra lead was removed and not replaced due to the patient's permanent atrial fibrillation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID: d154awg implantable cardioverter defibrillator, implanted: (B)(6) 2007; product ID: 694965 implantable tachy lead implanted: (B)(6) 2007. (B)(4).